Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a damaged cable. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the distribution node and rear therapy electrode was pulled from the strain relief. The root cause of the damaged cable cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt. The last pt to use this belt did not report any deficiencies.